Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention in (B)(6) 2019 (exact explant date unknown) wherein their ipg was explanted and replaced with a competitor device. No intervention was done against the leads. No additional information was provided.